Event description:
The biomedical engineer (bme) reported that during a generator test they found a switch not turned on, so it was rebooted and power came back. The central nurse's station (cns) would not load during this down time and was unable to monitor patients until the switch was rebooted and the cns came back up. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that during a generator test they found a switch not turned on, so it was rebooted and power came back. The central nurse's station (cns) would not load during this down time and was unable to monitor patients until the switch was rebooted and the cns came back up. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: a2 a6, b2, b6, b7, d4 lot number & expiration, d6a - d6b, d7b, f1 f14, g4 device bla, g7, h2, h7, h9. Additional device information: d11 & c2: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Correction of information d4 date of this report was noted as 03/16/2020 on the initial report, but it should have been 09/09/2020. However, this date will be changed to today's date 09/10/2020 in this report. Removed the following information that was noted in h10 under the addtional device information in the initlal MDR report as we found that this field does not populate because it is not an adverse event: h6 under the adverse event problem section health effect - impact code should be 2199 but the drop down for this field would not work at the time of this MDR submission. Therefore, making this notation. The following needs to be removed from the following from the h10 narrative under the following section: the following fields are not applicable (na) to the MDR report. Removed from na list - d6 - d7, d9, g6, g8. Added instead - d6a - d6b, d7b, g4 device bla, and g7 additional information: b4. Date of this report g3. Date received by manufacturer g6. Type of report h2. If follow-up, what type? H3 device evaluated by manufacturer h10. Additional manufacturer narrative the following is not regarding the device information for the MDR itself, but was to explain why this report is not late. This was suggested by fariba maramkhah from the helpdesk to submit a supplemental report to explain why 300217092 MDR initial was not late even though the time stamps show otherwise. Initially I had submitted 300217092 MDR initial on 09/09, but it was rejected stating that there was an issue with g5 which was a section that was not filled out on the 3500 form and could not understand why it was failing - ci1599709029591.154132@fdsuv08652_te2.xml the only thing I could think of was the na in the g4 device bla section that was entered on the form, so na was removed and the MDR was repackaged. The submission was resent in at 09/09 8:59:28 pm pst and this was the time noted in the sent items section. However, when the confirmations were received, it had counted for 09/10 when it was submitted just before the time change - ci1599710369942.191559@fdsuv08653_te2.xml. Screenshots of this were submitted to the helpdesk and fariba should have copies of this from the email that was sent to the helpdesk. Putting into consideration that the g4 device bla field was new and due to the fact that the error message was pointing to the incorrect section g5 as the location to correct as apposed to g4 and causing confusion; I would appreciate it if you could note on your side that this was not a late submission. Thank you.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that during a generator test, they found a switch that was not powered on. The customer rebooted the switch and power was restored. The central nurse's station (cns) would not load during this down time and was unable to monitor patients until the switch was rebooted, resolving the issue. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) noted that the customer performed troubleshooting actions and rebooted the network switch, resolving the issue. Follow-up for additional information found that the ups was bad, and a replacement was installed. The root cause is determined to be materials (failed network switch, ups). The network switch was not on a ups (due to ups failure) and the network switch did not reboot when the generator test was performed by the facility. A review of the serial number history shows no recurrence of reported issue. Battery issues: battery issues or failures could be a result of damage sustained by the battery or bedside monitor, incorrect battery being used, battery not being fully charged prior to being installed, battery being stored or charged in an environment that exceeds 104f (40 degrees c), normal wear and tear, battery calibration needed, or the need for software upgrades to the device. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that during a generator test, they found a switch that was not powered on. The customer rebooted the switch and power was restored. The central nurse's station (cns) would not load during this down time and was unable to monitor patients until the switch was rebooted, resolving the issue. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that during a generator test they found a switch not turned on, so it was rebooted and power came back. The central nurse's station (cns) would not load during this down time and was unable to monitor patients until the switch was rebooted and the cns came back up. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. (B)(4).

Event description:
The biomedical engineer (bme) reported that during a generator test they found a switch not turned on, so it was rebooted and power came back. The central nurse's station (cns) would not load during this down time and was unable to monitor patients until the switch was rebooted and the cns came back up. No patient harm reported.